Event description:
It was reported that a spectrum infusion pump constantly alarmed system error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'constantly alarming system error 345' was reproduced. A review of the event history log (ehl) revealed occurrences of system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failed force sensor. The force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.